Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing and beeping.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on (B)(6) 2009 and performed to specification, alongside random manual power ons, up to (B)(6) 2011. The device failed multiple self-tests due to a low battery between (B)(6) 2014. The device then passed successful self-tests up to (B)(6) 2014. An increase in voltage during this time suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, were observed in the device memory (B)(6) 2015. The pad-pak became deleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured during the investigation would confirm a failing membrane. This also led to depletion of the returned pad-pak. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.